Event description:
The customer initially reported that their device had its service indicator illuminated. After an evaluation of the device, it was observed that the device would not detect a connection of the therapy cable assembly and therefore not have the ability to deliver defibrillation therapy. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.